Event description:
The ventilator was returned to a third party service center for evaluation. The device was not in patient use. During evaluation of the device at a third party service center, an issue related to the device's flow sensor was observed. The device's flow sensor was replaced to address the issue.

Manufacturer narrative:
The manufacturer previously reported a failure of the flow sensor assembly. The flow sensor assembly was returned to the manufacturer's quality assurance laboratory for further investigation. During the investigation the root cause of the flow sensor assembly failing was due to physical damage.